Event description:
It was reported that a patient had a red and itching area under the appliance. The home health nurse applied a wafer to the patient and shortly after this the crust had itching under the center of the wafer. No additional information provided. The patient outcome is noted to be that after discontinuation of the product the itching and redness resolved.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device name: s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.